Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they have been in constant pain for over 2 weeks. Patient stated that the handset app says the therapy was off, but the therapy wasn't off in their body. Patient said the therapy comes on at different programs and their side and belly hurts because it will vibrate and pulse so hard at them. Agent asked the patient if they were able to access their therapy settings and turn the therapy off, and patient said they can access the therapy settings, but it will act like it's all off for a minute, but then it comes back on in a different program. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient mentioned that they saw their family doctor on monday and they told the patient that the pain in their side sounds like appendicitis.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.